Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure rips a hole in fallopian tube and wanders in to the abdominal cavity/my tube was ripped open and coil migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash ("the rash is getting worse") and tooth disorder ("tooth disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation and rash had not resolved and the tooth disorder outcome was unknown. The reporter considered fallopian tube perforation, rash and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: rash, fallopian tube perforation, tooth disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received : event added- tooth disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure rips a hole in fallopian tube and wanders in to the abdominal cavity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and rash ("the rash is getting worse"). The patient was treated with surgery (organs removed). Essure was removed. At the time of the report, the fallopian tube perforation and rash had not resolved. The reporter considered fallopian tube perforation and rash to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: rash, fallopian tube perforation" most recent follow-up information incorporated above includes: on 18-jul-2018: new reporter added. New events added: illogical fear, essure rips a hole in fallopian tube and wanders in to the abdominal cavity. On (B)(6) 2018: new reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure rips a hole in fallopian tube and wanders in to the abdominal cavity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and rash ("the rash is getting worse"). The patient was treated with surgery (organs removed). Essure was removed. At the time of the report, the fallopian tube perforation and rash had not resolved. The reporter considered fallopian tube perforation and rash to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: rash, fallopian tube perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure rips a hole in fallopian tube and wanders in to the abdominal cavity/my tube was ripped open and coil migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash ("the rash is getting worse"), tooth disorder ("tooth disorder/dental issue") and pain ("pain") and underwent endometrial ablation ("I had an ablation after my essure was placed "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation and rash had not resolved and the tooth disorder outcome was unknown. The reporter considered endometrial ablation, fallopian tube perforation, pain, rash and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: rash, fallopian tube perforation, tooth disorder" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter information updated. On (B)(6) 2020: social media received new event added ablation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.